Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their broken belt clip and high blood glucose levels. The customer's blood glucose level was 414mg/dl. The customer treated the high with the pump. The customer's blood glucose level had dropped to 214mg/dl. The customer states they wanted to wait before troubleshooting the device. The customer was advised to monitor the pump and blood glucose levels, and to call back if issues persist.